Manufacturer narrative:
(B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture (baker grade IV).

Event description:
Physician reported capsular contracture baker grade 4 and rupture. Device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified: device is seen ruptured and creases fold. Clarification patient age: patient year of birth 1967.

Event description:
Physician reported capsular contracture baker grade 4 and rupture. Device has been explanted. This relates to the right side.